Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure within the common bile duct performed on (B)(6) 2009. According to the complainant, during withdrawal of the device the inner sheath was unable to be retracted and it looked to be stretched at the proximal end. The inner sheath was then able to be retracted but the suture broke and was left on the stent after the stent was deployed. The physician confirmed the suture under fluoroscopy, but no attempts were made to retrieve the suture. The suture will pass naturally per the physician. The procedure was successfully completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).